Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned capio device revealed the cage is bent. The carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and the needle does not enter in the slot due to the bent cage. The suture was not detached. The complaint was not confirmed, however, the most probable root cause classification for this event is operational context.

Event description:
It was reported to boston scientific corporation that a capio standard was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the suture detached and was lost inside the patient. The procedure was completed with another standard capio. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio standard was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the suture detached and was lost inside the patient. The procedure was completed with another standard capio. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.